Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked after loading the cartridge onto the pump. Blood glucose level was 300 mg/dl. A new cartridge was successfully loaded resolving the issue.